Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. The device is part of the advisory for this model.

Event description:
It was reported that the patient was symptomatic. The device had reached elective replacement indicator and was suspected of premature battery depletion. The device was replaced. No patient complications have been reported as a result of this event.